Event description:
The lay user/pt contacted lifescan (lfs) customer service on the event date, alleging that her onetouch ultralink meter started to read erratically on the same day. It was noted that the pt's blood glucose levels started to "drop" during the customer service call, so the call was disconnected. The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The following complaint was classified based on info obtained from lifescan customer service. The pt obtained blood glucose results of "458, 140, and 134 mg/dl" greater than 20 mins apart. According to the pt, the alleged issue first occurred at 11:42am in 2009. It was noted that the pt took a bolus of insulin (13 units of novolog) via her insulin pump at the same time that the alleged issue occurred. It is unclear if she based the dosage on any of the reported meter results. Initially it was noted that the pt did not develop any symptoms as a result of the reported issue; however, during the course of the customer service call, the pt stated she had to disconnect the call since her blood sugar was "dropping rapidly". It is not known if she had any physical symptoms of hypoglycemia and if she tested her blood glucose while experiencing these symptoms after she got off the phone with customer service and if she received any form of treatment. According to the troubleshooting performed with customer service, the correct testing/cleaning techniques were used. Replacement products were sent to the pt. Based on the provided info at this time, this complaint is being reported because, the pt allegedly obtained inaccurate meter readings, took insulin after obtaining the meter readings, and then her blood glucose levels started to "drop rapidly".

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.